Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available but has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies coil non-detachment as potential complications associated with use of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that the first web device did not detach. It was decided to remove the web and implant another web device without any problem. The patient was reported okay, asymptomatic. No patient injury was reported.

Manufacturer narrative:
Items returned for evaluation: delivery system (pusher), web implant, introducer, dispenser hoop, 2x wdc-2. Items not returned for evaluation: microcatheter. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of the returned items, the web implant was found to be within visual and dimensional specifications (spec: diameter(mm)= 5.0 ± 0.5, height(mm)= 3.6 ± 0.4). The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure (img b). The heater coil did show signs of controller activation as indicated by the melted tether and pet. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be ol ¿ (spec= 66-78¿), which is out of specification due to the heater coil winding damage. The returned controllers were evaluated and found to be functioning as normal (see controller evaluations below). Controller investigation (controller 1 voltage and duration measurement): the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.6v (specification: 11.2 - 11.8v). Duration: 738.5ms (specification: 660 - 820ms). Controller investigation (controller 2 voltage and duration measurement): the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.3v (specification: 11.2 - 11.8v). Duration: 736.5ms (specification: 660 - 820ms). The reported complaint is confirmed. The investigation of the returned web system found the heater coil windings stretched. The device failed continuity and resistance testing due to the damaged heater coil windings. However, the heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure.